Event description:
The valve was explanted due to severe paravalvular leak as shown on echocardiogram and hemolysis. At the time of surgery, the surgeon noted that there was posterior annular calcification in a rather thick band under the annulus. The valve was replaced with another 27mm sjm valve (model 27mj-501), the pt had a history of three prior mitral valve replacements, atrial fibrillation, right ventricular dysfunction and chronic obstructive pulmonary disease.